Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
(B)(4). Multiple attempts to customer have been made to retrieve add'l info. If the customer reports further info, a f/u medwatch will be submitted.